Event description:
The end user reported one of the transport wheels had detached from the stair chair. No additional details were provided as to how the wheel became detached and if it occurred during a patient transport.